Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the moderately calcified left main artery. The physician advanced the 2.5x15mm maverick2 balloon to the lesion and inflated it to 12atms for fifty seconds on the first inflation and it ruptured. The device was removed. There were no patient complications. The procedure was successfully completed with a non-bsc device. Patient status is reported as "ok".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.